Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The date of the event is an approximation. A detached sensor wire was reported, occurring an unspecified number of days after the sensor had been inserted in the patient's arm. Upon removal of the sensor, the patient alleged that the sensor wire had broken off from the sensor pod and remained embedded in the skin, resulting in swelling at the insertion site. On or around (B)(6) 2024, the patient consulted a physician who examined the site, successfully removed the sensor wire using tweezers, and prescribed a course of unspecified oral antibiotic medication. At the time of reporting, the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.